Event description:
On one anchor the suture eyelet broke when force was applied. On the second implant the eyelet broke while tying the second knot. The patient had very hard bone. The implants were not tapped in with a mallet prior to insertion. Although no adverse consequences were reported with the patient, a delay of over 30 minutes was reported. This device is used for treatment.